Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, a replacement of the subject pacemaker due to regular battery depletion was performed. After explanting the subject pacemaker from the pacemaker pocket, the atrial set-screw was loosened with a microport crm hexagonal screwdriver. However, the atrial lead could not be disconnected from the pacemaker. While pulling on the lead, insulation at the junction between the connector and the lead body was torn and the coil inside was stretched. When the atrial set-screw was loosened, the silicone sealing cap as well as the set-screw were detached from the pacemaker. The atrial lead was eventually disconnected from the pacemaker, with difficulty. The use of the atrial lead was discontinued. After cutting the connector part, it was capped and abandoned in the patient body. The ventricular lead was connected to a new single chamber pacemaker and the procedure was finished.

Event description:
On (B)(6) 2019, a replacement of the subject pacemaker due to regular battery depletion was performed.after explanting the subject pacemaker from the pacemaker pocket, the atrial set-screw was loosened with a microport crm hexagonal screwdriver. However, the atrial lead could not be disconnected from the pacemaker. While pulling on the lead, insulation at the junction between the connector and the lead body was torn and the coil inside was stretched.when the atrial set-screw was loosened, the silicone sealing cap as well as the set-screw were detached from the pacemaker. The atrial lead was eventually disconnected from the pacemaker, with difficulty.the use of the atrial lead was discontinued. After cutting the connector part, it was capped and abandoned in the patient body.the ventricular lead was connected to a new single chamber pacemaker and the procedure was finished.

Event description:
On (B)(6) 2019, a replacement of the subject pacemaker due to regular battery depletion was performed. After explanting the subject pacemaker from the pacemaker pocket, the atrial set-screw was loosened with a microport crm hexagonal screwdriver. However, the atrial lead could not be disconnected from the pacemaker. While pulling on the lead, insulation at the junction between the connector and the lead body was torn and the coil inside was stretched. When the atrial set-screw was loosened, the silicone sealing cap as well as the set-screw were detached from the pacemaker. The atrial lead was eventually disconnected from the pacemaker, with difficulty. The use of the atrial lead was discontinued. After cutting the connector part, it was capped and abandoned in the patient body. The ventricular lead was connected to a new single chamber pacemaker and the procedure was finished.